Event description:
It was reported that during the use of the device, the customer found a crack in the loss-of-resistance syringe, which did not allow him to draw fluid and air through it. No patient injury was reported.

Manufacturer narrative:
Evaluation of the provided sample with unaided eye found one fully assembled syringe with graduation marks fully printed and legible. No damages were visible on the barrel. Further visual evaluation revealed a damage (cut) on the front wiper seal of the blue plunger tip. The plunger could slightly be moved forward indicating air leaks occurred through the plunger assembly. Based on the evaluation of the provided sample and investigation results the reported by the customer condition was confirmed, however it could not be determined with any confidence when and how the plunger tip was compromised. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.model #,serial #,expiration date,catalog #, lot #,UDI #,operator of device are unknown. No information has been provided to date this remediation MDR was generated under protocol b (B)(4)., as a result of warning letter cms# (B)(4).